Event description:
It was reported that the customer contacted a technical support engineer (tse) and reported that their integrated electrosurgical unit (iesu) was not reading the grounding pad. The customer ensured the pad was utilized on the hip and she used the grounding pad on a 3rd party device for reference and that the device was able to adequately read the pad. The customer also stated that the iesu was not recognizing the bipolar cables. The customer had tried it on both bipolar ports and the staff tried 2 bipolar cables and the problem persisted. Prior to calling, the customer had restarted the iesu and also restarted the robot. The tse viewed the logs and observed no errors related to the iesu. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and visual inspection was performed, and no external abnormalities were observed. Functional testing was conducted using the system, and the unit powered on normally and successfully cauterized across all ports and instruments without any issues. Iesu log found, error c-84. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.